Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint form received. It states that patient had a hip implant. She is scheduled for a revision on (B)(6) 2017 due to osteolysis metal on metal. Her insurance will not cover the cost because the hospital (B)(6) is out of their network. The patient is retired so the doctor is wondering if depuy can cover the cost. Update (B)(6) 2017: email notification from legal firm received. It was reported that the patient is getting a revision due to pain. Complainant information was updated. Update (B)(6) 2017: medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, clinical notes reported discomfort, fluid collection, possible metallic reaction with proximal femur changes. Metal ions are below 7ug/l. MRI shows mild edema. Update (B)(6) 2017: der received. Der confirms that patient was revised to address pain. Discomfort, and metallosis.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update nov 02, 2017: medical records received. After review of medical records, in addition to what was previously reported, patient was revised to address alval and osteolysis. Revision notes report straw-colored metallic-stained material, metallic-stained boggy inflammatory type synovium, and chronic inflammation. This complaint was updated on: nov 7, 2017.